Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced event of infusion set tubing detachment as the infusion set tubing came apart after being used for one day. Insertion site was reported to be buttocks and the patient was reported to be sleeping at time of event. Patient changed the set. There was no stress or pull reported on the tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.